Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for loosening of both components.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned and evaluation of the available CT imaging could not confirm the allegation. Medical affairs reviewed the available details and the CT imaging. It was noted, "the CT-scan shows the status after a healed traumatic injury of the lower leg and a subtalar fusion. The tibial component has subsided slightly anterior with the formation of bone cysts/osteolysis in the same area. The pe-liner looks intact, however some asymmetry in the joint line may represent asymmetric pe-liner wear. The retrieval is necessary for a proper assessment. The talar component shows some cysts in the adjacent bone as well, especially on the anterolateral side." There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for loosening of both components.